Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or add'l info is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the burr was coming off the device during use. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.